Event description:
It was reported that the patient underwent surgery on (B)(6) 2011 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency of urination, urge incontinence, urgency and incomplete bladder emptying. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy and external anal sphincteroplasty.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections, dribbling of urine, and yeast infections.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, vaginal bleeding, vaginal discharge, vaginal dryness, hematuria, and nocturia.